Manufacturer narrative:
Additional device product code: ktt. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient underwent implant surgery on (B)(6) 2017. Post-operative, on an unknow date, two cortex screws broke. Reportedly, broken implants were removed on (B)(6) 2017. Patient and surgery outcome were not reported. This report is for one (1) 4.5mm cortex screw 48mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent implant surgery on (B)(6), 2017 to treat pertrochanteric femoral fracture right type ao-a1. Patient was injured on the right hip by a falling garage door. Postoperatively hypertrophic pseudoarthrosis of fracture was also identified. During revision surgery re-osteosynthesis via reamed intramedullary nail (competitor¿s device) osteosynthesis right femur was performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 214.048, lot# 1707215. Manufacturing location: mezzovico, release to warehouse date: jul 10, 2007. Part #: 214.048.999, lot#: 5471382 (non-sterile) - 4.6mm screw blank 48mm 04.5 cortex screw w/3.5 hex. Quantity: 250. Components part 214tpt048, turn point blank 214tpt048 lot: 5453739. Manufacturing location: monument; manufacturing date: 12-mar-2017 no non- conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The device was not received in the original packaging. The screw was broken in the portion of the shaft near the head: the received condition agrees with complaint condition. Information etched on product matches to DHR and complaint system. No visual defects manufacturing related have been identified on returned item. The involved item has been manufactured in july 2007 according drawing. The returned part was re-inspected for all the features relevant to the complaint condition. All the measurable features have been found conforming to manufacturing specification. The certificate of raw material for lot 504254 has been reviewed: in the certificate it is reported that the material (316lc*r 14.58) is conforming. A visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition (part is broken). The dimensional inspection and the material review didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The exact cause of failure could not be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.